Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, vessel sealer extend (vse) was not working with the e100 generator. The customer received phone assistance from the technical support engineer (tse). Intuitive surgical, inc. (Isi) tse advised the site to plug vse into another generator (erbe) and observe if the issue recurs. The site was unable to test at this time. The site continuing with the case and will call back if needed. The issue will be further monitored. Tse added that if no issue was observed with the erbe connection, the e100 should be rebooted and and reconnecting the same vse instrument was advised. The user continued with the procedure. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the da vinci coordinator stated that the staff connected the vse instrument into the erbe (instead of the e100) and continued the procedure. Follow up information noted that the issue recurred during another procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse performed a proactive replacement of the e100 generator due to multiple reports of it powering off / shutting down. After replacement, the system was further tested, operated without issue and verified as ready for use. Intuitive surgical, inc. (Isi) received the e100 generator involved with this complaint and completed the device evaluation. Failure analysis could not replicate the issue. It was confirmed that the generator worked fine when tested with an in-house system and synchro seal instrument. The investigator used a synchroseal instrument with a saline dipped gauze in the jaws and fired the pedal/sync activations cut/seal about 100 times and the e-100 generator worked fine without exhibiting any issue. A review of the site's complaint history identifies complaints related to this event. The report under patient identifier (B)(6) documents the first occurrence of the event on (B)(6) 2022, while the report under patient identifier (B)(6) documents the recurrence of the issue during a procedure performed on (B)(6) 2022. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Log information confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system sk0552 matching the documented event details. Analysis identified the following possible related system errors: esu communication warning with nest: seal hold command response time out due to message dropping. This complaint is being reported due to the following conclusion: the electrosurgical generator unit (esu) had issues after the start of the procedure and the surgeon was advised to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.